Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator is in the possession of french police. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported a patient expired while using a ventilator. The manufacturer's analysis is based on review of the downloaded event logs. The device was not tested. The ventilator was taken to the manufacturer's service center in france to be downloaded. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every key press, alarm or failure of the device to remain within specifications. Although a drift error was logged on (B)(6) 2018, this error was logged while the device was powered off. If patient breathing or oxygen flow is present while the device is powered off, drift errors will occur. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The reported day of the event is (B)(6) 2018. On (B)(6) 2018 at 23:13:49 local time, the ventilator began alarming for a patient circuit disconnect condition. This alarm continued to sound for 28,051 seconds (approximately 7.8 hours). The alarm was not acknowledged as evidenced by no alarm silence/reset key presses observed in the event logs. The patient circuit disconnect alarm continued to sound until the ventilator was powered off on (B)(6) 2018 at 07:01:20 local time. Low peak inspiratory, low peak expiratory and apnea alarms were also logged during this time. The manufacturer concludes the ventilator operated and alarmed as designed. The ventilator alarmed appropriately to alert the caregiver(s) of a patient circuit disconnect condition.